Manufacturer narrative:
Sc-1110-02 (sc (B)(4)) device evaluation indicated that ipg passed visual inspection, operational environment, electrical tests , performance, photographic imaging tests and additional testing . The complaints of difficulty charging was not confirmed. Device exhibits normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization is reduced, charging can lengthen considerably. The battery is depleting its charge at a rate of 8.25 mvdc per day with the stimulation turned off, which is within the typical ipg battery depletion rate. Device exhibits normal characteristics.

Event description:
A report was received that the patient was having difficulty charging the ipg. The physician suspected battery malfunction. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging the ipg. The physician suspected battery malfunction. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was having difficulty charging the ipg. The physician suspected battery malfunction. The patient will undergo a revision procedure.